Event description:
An altitude alarm was reported for the customer's pump, causing their blood glucose level to read as "high," exceeding 500 mg/dl. The customer took corrective action by administering a correction injection via manual diabetes intervention and did not require external assistance. Customer support instructed the caller on cleaning the pump's speaker holes and reconnecting the cartridge, which successfully resolved the issue, allowing insulin to resume. The pump returned to normal operation, and the customer acknowledged tips for preventing future altitude alarms.